Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. The ventilator passed an extended 96 hours of run in test with the customer settings without any unusual alarms or conditions. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from general checkout. Internal inspection did not reveal any abnormalities with the ventilator. Carefusion also did a review of the event trace, and the event trace did not reveal any condition that would indicate that the ventilator auto cycled. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit is auto cycling on multiple patients. The patients have non-vented masks in nppv mode and are also trached with the collar inflated. There was no patient injury or harm associated with this complaint.